Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that with their previous implant they were able to charge up to 100% when it was functioning. It was stated that for at least two months it would not go up over 50%, at which point they were told it was not due to the recharger and they had the ins replaced. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported there were high impedances which caused the inability to charge past 50%. The extension and ins were replaced and the problem was resolved.